Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics for a blood glucose reading over 23 mmol/l. The customer stated that he sometimes neglects to press the act button to deliver a bolus. Troubleshooting was performed. The prime and self tests passed. Nothing further was reported.